Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an achalasia dilation in the lower esophagus sphincter on (B)(6) 2012. According to the complaint, the patient presented esophageal smooth muscle motility disorder in which the lower esophageal sphincter (les) failed to relax. During the procedure, the physician attempted to inflate the balloon; however the needle on the gauge was not increasing. He removed the balloon from the patient and tried to inflate the balloon outside the patient and the needle would still not move. The physician took an older pneumatic hand pump and used the same balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an achalasia dilation in the lower esophagus sphincter on (B)(6) 2012. According to the complaint, the patient presented esophageal smooth muscle motility disorder in which the lower esophageal sphincter (les) failed to relax. During the procedure, the physician attempted to inflate the balloon; however the needle on the gauge was not increasing. He removed the balloon from the patient and tried to inflate the balloon outside the patient and the needle would still not move. The physician took an older pneumatic hand pump and used the same balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found that the unit appeared to be fairly new, with no signs of excessive use or abuse. The gauge was hooked up to test the device and the gauge was able to inflate to 20 psi without any issues, attempted the test three times with the same result. The complaint was not confirmed. Only observation was that the lens cover was slightly askew, but this had no effect on reading the gauge pressure or on the functionality of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
This is a reusable device, therefore there is no expiration date. The reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.